Manufacturer narrative:
An event of that the valve "was not working as anticipated" was reported. The valve was explanted and replaced with a non-abbott device. The patient reportedly expiring during a procedure to implant a third (non-abbott) valve. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined. The non-abbott replacement valve was also not performing as expected. It is unknown if this was related to the trifecta's performance without further information such as patient comorbidities.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On an unknown date in (B)(6) 2017, an unknown size trifecta valve was implanted. An echo was not performed at the time of the implant procedure. In (B)(6) 2018, an echo was performed and noted that the patient's artificial valve was not working as anticipated. The patient was reported to be bed bound. 9 months later in (B)(6) 2018, the trifecta valve was explanted and exchanged for an unknown size edwards manga-ease valve was implanted and it was reported it did not work properly. Shortly after the second artificial valve implant a third procedure was performed and a hancock valve was implanted and during procedure the patient expired on the table. It was reported that the patient was very frail at the point of this procedure. There is an inquest into the patient's passing.